Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary the user returned the actual complaint device (batch 0908c01, manufactured september 2009) for investigation. The evaluation identified missing segments in the dose numbers. A detailed investigation found liquid ingress with a contributing factor of a cracked lcd cable. The liquid ingress resulted in rust, residue and corrosion throughout the pen's assemblies. The liquid that caused the malfunction is unknown. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action, cracked lcd cable-a corrective action was implemented (B)(4) to further improve detection of missing segments. In addition, a corrective action has been initiated to replace the existing memoir lcd cable (B)(4). Corrective action, moisture/liquid ingress-a corrective action to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress has been initiated. (B)(4). The type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, regards a male of unspecified age and origin. The patient was taking an unspecified insulin via a humapen memoir pen delivery device (dose and indication for use not provided). It was reported that the patient's humapen memoir was displaying scrambled numbers. When dialed to "60" the display looked like "e0." When turning on the pen he did not see the "8s" as expected. The numbers appeared scrambled. The humapen memoir pen is associated with product complaint (B)(4). The training status of the patient user was not provided. The suspect device duration of use was approximately a month. The device was returned on (B)(4) 2011. Update (B)(4) 2011: additional information received on (B)(4) 2011 from the global product complaint database added the device specific safety summary; added the return date for the device; updated.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, regards a male of unspecified age and origin. The patient was taking an unspecified insulin via a humapen memoir pen delivery device (dose and indication for use not provided). It was reported that the patient's humapen memoir was displaying scrambled numbers. When dialed to "60" the display looked like "e0." When turning on the pen he did not see the "8s" as expected. The numbers appeared scrambled. The humapen memoir pen is associated with product complaint (B)(4) / lot 0908c01. The training status of the patient user was not provided. The suspect device duration of use was approximately a month. Return status of the pen was not provided. (B)(4).